Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited atrial undersensing and undersensing of atrial arrhythmia as well as atrial automatic thresholds being greater than programmed amplitudes. The crt-d system remains in service. No adverse patient effects were reported.